Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed atrial undersensing. Upon review, technical services (ts) noted that a change in patient intrinsic rhythm fell into refractory period which led to atrial undersensing that led to inappropriate atrial pacing to be delivered. This resulted in ventricular undersensing, followed by an inappropriate ventricular pacing. Technical services (ts) reviewed troubleshooting options and programming considerations. The pvarp was shortened from 350 ms to 300 ms, which resolved the issue. This ICD remains in service. No adverse patient effects were reported.